Manufacturer narrative:
Trackwise# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported vasoview hemopro 2 end was a weird bent angle. A new device was used to complete the procedure. There was no patient harm.

Manufacturer narrative:
(B)(4). Updated sections: b4,d9,g3,g6,h2,h3,h6,h11. Corrected section: h6-device code changed to 2981. The device was returned to the factory for evaluation on 07/01/2025. An investigation was conducted on 7/2/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The black sheath of the device was observed to be pulled over the jaws. The shaft tip at the base of the jaws was also observed to be bent. The jaws were observed to be in a closed state. The sheath of the shaft was pulled off the device. The blue toggle was manipulated to open and close the jaws. The jaws were able to be opened and closed. No additional testing was conducted due to the condition of the sheath of the device. Based on the returned condition of the device as well as the evaluation results, the reported failure "material twisted/ bent shaft" was confirmed, and the analyzed failures "peeled; delaminated; shaft", and "mechanical issue- jaws" were observed. A manufacturing engineering evaluation was conducted. The complaint was confirmed for the reported failure "material twisted/ bent shaft" a visual evaluation was performed on october 28th, 2025. During the evaluation it was observed that the flex shaft was bent. See figures 1 through 3. During the inspection of the jaws and its subassembly, it was observed that the heat-shrink tube had completely shifted, leaving the shaft tip exposed and obstructing the jaws. As illustrated in figure 1, this displacement caused the shrink tube to cover the jaws. In figure 2, as labeled, there was a complete fracture between the flex shaft and the shaft tip. Additionally, the shaft tip displayed visible deformation in the area adjacent to the jaws. Finally, the shaft tip was removed to allow for a thorough inspection of the fractured region, which revealed evidence of the fracture on the flex shaft that was attached to the shaft tip. See attached manufacturing engineer memo. Based on the manufacturing engineering evaluation results, hte reported failure "material twisted/bent shaft" was confirmed. The lot # 3000446365 history record review was completed. There was an ncmr documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failures. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.